Manufacturer narrative:
The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a compromised forced sensor alarm while trying to fill the tubing. During troubleshooting, the customer states that insulin pump was not dropped or bumped. They were advised to remain disconnected from the pump. The customer states the drive support cap appeared normal. The customer's blood glucose was 234 mg/dl. Advised the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that the insulin pump would need to be replaced. The insulin pump will be returning for analysis.